Event description:
It was reported that x-ray revealed that the conductors were outside of the insulation. All measurements were normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found that the lead insulation was abraded, some of which may be due to a narrow passage within the venous system.